Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their implant and the issue began maybe 3 months ago. Patient mentioned the implant seemed to have moved and when they would lay down flat on their back they would stick the socket struggling to charge the implant. The implant seemed like it was not facing flat outside. Patient would lean forward and twist to the side or shimmy shake to charge the implant. Patient needed 3 or 4 hours to charge the implant and they couldn't get the implant to charge to 100% anymore. Patient mentioned it was hurting where the implant was. Patient mentioned they had ankle surgery right before december and patient was walking different. Patient mentioned they didn't know if it was because their gate was off but it made their lower back hurt. If patient moved for a little bit they had to twist right before charging the implant. Patient mentioned they were currently on group c. Patient mentioned right now when bending over their foot would start ringing like they stubbed their foot in a socket. Agent redirected patient to their healthcare provider (hcp) to address the issue. Hcp redirected patient to patient services. Agent emailed representatives for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.